Event description:
On 6 oct 2009, the sales representative noted during a kit inspection after cleaning that the sequoia modular driver was cracked. This malfunction has been associated with an adverse event in the past. There was no harm to any patient.

Manufacturer narrative:
No patient involvement. Device is an instrument and not implantable. Requests have been made for return of product.